Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Onsite functional and visual examination was performed by a manufacturer representative. The issue could not be replicated. The representative cleared data. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a cranial tumor resection procedure, the screen would go blue while navigating. The site aborted the use of the navigation system for another system. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. The logs did not have any information regarding the issue. There were some errors observed while extracting the log zip file. However, it was verified that one core file did not contain symbols to look for a crash. If information is provided in the future, a supplemental report will be issued.